Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient saw power on reset (por) on the patient programmer (pp) and the patient has lost therapy. They are having tremor symptoms. They were walked thru the por clearing steps but it did not work the first time. They checked the implantable neurostimulator (ins) charge level, which was at 100%. They retried clearing the por and then it worked fine. The patient has not had any imaging done recently and are not getting radiation therapy at all, so the underlying cause for the por is unknown. Therapy was turned back on and the patient was feeling much better. Troubleshooting resolved the issue.